Manufacturer narrative:
The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that during the radio frequency ablation procedure, water leaked at the strain relief. Another needle electrode was used and the procedure completed with no injury reported.